Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse did not observe the customer's reported issue upon start up of the iabp unit. The iabp unit was ran on a trainer in clinical operation mode pumping around 130bpm for approximately 15 minutes with normal operation. Upon review of the iabp log files, the fse did not observe any abnormal fault codes or event logs and noted that the "system over temperature" was not even logged. However, during the compressor output test, the iabp unit continued to pump at 130 bpf for around 20 minutes but no pumping sound was heard and instead the sound of the valves clicking from the pneumatic module assembly (pim) was heard. The fse noted that the compressor did not seem to be running and the compressor motor temperature went up to 6x.x degrees celsius then dropped down to 48 and continued to drop. After a few minutes, the compressor motor temperature shows "???" And when the iabp unit was restarted in clinical mode, the "system over temperature" alarm was generated with a loud beep sound. The fse replaced the threaded probe temperature sensor for the compressor. After replacement, the compressor output test was performed for an hour and no similar observations of "???" Temperature were observed. In addition, no alarms were observed after restarting the iabp unit. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "system over temperature" alarm, and the display froze after approximately 12 hours of service. The iabp unit was restarted but the alarm was still visible. There was no patient harm and no adverse event was reported.